Event description:
It was reported that when the fiber was connected to the console, the pilot light shone, the sound of frequency came but energy was not transmitted through the fiber, so a new second fiber was opened but the same issue happened with the second fiber. The procedure was completed with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Analysis of the returned fiber identified fiber connector fracture.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Analysis of the returned fiber confirmed the reported energy not transmitted through the laser fiber event as analysis identified a fracture within the sub miniature a (sma) connector and the fiber tip appeared to be chipped. When connected to the laser console, the light from the sma connector was distorted, indicating that there was a fracture within the connector. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may develop a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The IFU states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.